Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. Measurements and tests were performed, and the error log was checked. No conclusion can be drawn as further repair information is unavailable.

Event description:
The customer reported that the 9900 system displayed a kilovolts and filament error message. No patient injury was reported.